Event description:
It has been reported that the vns pt generator has been explanted and returned to the MFR. F/u revealed that the pt has been experiencing an increase in seizure activity and the neurologist decided to replace the generator. The relationship between the increase in seizures and vns therapy is unk at this time. Good faith attempts to obtain add'l info regarding the reported event have been unsuccessful to date. Prod analysis has been completed on the explanted generator. The reported endo of svc could not be confirmed, and no eri flags were observed during testing. The device was found to be operating within designed limits and there were no performance or any other type of adverse conditions found. No anomalies were identified that could have contributed to the reported event.